Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process despite caller following prompts and using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but alarm recurred and insulin delivery could not be resumed, so technical support arranged replacement of pump as backup even though pump was out of warranty.